Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown locking screw. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that when the surgeon tried to remove the locking screw with the driver an engagement failure was felt between the driver and the screw. The surgeon noticed that the tip of the driver was blunt. The driver was not able to be used, so a carbide drill was used for this extraction. The surgery was completed without harm to the patient. There was a surgical delay of thirty minutes reported. This report is for an unknown locking screw. This report is 1 of 2 for complaint (B)(4).